Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that this lead has noise and has some oversensing. The rate was pretty fast due to the 2 oversensing of the lead. There were sudden brady response. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).